Event description:
Report rec'd of tubing bursting inside the device door with no pump alarm. It was reported that the pt called the nurse into the room because the IV solution was leaking onto the pt. According to the customer contact, the rn opened the pump door and reported that the tubing "exploded inside the pump". The tubing was correctly loaded into the pump and the tubing was not clamped or obstructed anywhere along the line. There was no report of any pump alarm. The pump was removed from clinical service, but was not isolated and the serial number was not recorded. The pt's IV site needed to be restarted, but there was no reported adverse effect to the pt.